Event description:
The customer reports that the peep away sheath broke when trying to peel away. Device removed from patient. No patient injury or complication reported. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for analysis. The sheath was returned with the proximal end of the sheath completely peeled and the distal end of the sheath with only one side peeled. Also, the catheter was split into two pieces approximately 20mm from the tabs. Microscopic examination revealed that the extrusion did not peel along the blue line evenly where the catheter separated into two. It was observed to be rippled and uneven. The catheter body split into two pieces approximately 23mm from the tabs. The two catheter body pieces measured 4.10" in total which is within specification of 3.875-4.125" per product drawing. A manual tug test confirmed both sheath halves were connected securely to their hubs. A device history record review was completed with no relevant findings. The IFU provided with this kit "do not withdraw tissue dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip. Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire.". The customer report of the peel-away sheath incorrectly tearing was confirmed through visual inspection of the returned sheath. Visual examination of the sheath body extrusion revealed that the sheath did not peel along the blue score lines evenly. The edges of the separated pieces appeared rippled and uneven. A device history record review was performed and no relevant findings were identified. Based on the condition of the returned sample, the probable root cause for this issue is manufacturing related. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the peep away sheath broke when trying to peel away. Device removed from patient. No patient injury or complication reported. Therapy was not delayed/interrupted.